Event description:
The product was applied during an unspecified procedure. Reportedly, the suture knot loosened. The surgeon applied another suture to completes the procedure. The hosp has reported no pt injury occurred.